Event description:
An altitude alarm was reported on the pump, and there was no adverse impact to the customer's blood glucose level. The alarm occurred on (B)(6) 2025, and the customer replaced the cartridge, which cleared the alarm, allowing the pump to resume normal operation. There were no prior reports of this issue with the same pump, and no additional information was received regarding the outcome of the event.